Event description:
Customer stated instrument reported false negative hcg results on patient sample. There was no report of injury due to this event.

Manufacturer narrative:
The customer stated that they think that operator read the clinitest result by eye as there was no rapidcomm entry. Customer indicated that they had analysed test on an instrument however there was no record of test being performed on any of the two instruments in that area, both serial numbers were written on the form. Siemens representative confirmed that there was no evidence of the false negative result occurring on a clinitek instrument. Customer had no record, neither printed receipt nor electronic record, of false negative result being reported by a clinitek instrument. Operator did not follow instruction. As per clinitest hcg IFU, "the test is utilized with clinitek status® systems.." Operator staff will be trained. The event has occurred due to an operator error.